Event description:
A us distributor contacted zoll to report that a patient developed a burn and scar under the therapy pad of the lifevest equipment. The patient¿s cardiologist advised removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.